Event description:
It was reported that the stent was partially deployed and unable to be recaptured. The physician advanced a 10mmx80mm wallflex¿ biliary transhepatic stent delivery system to the target lesion in the biliary. After incomplete deployment, the physician attempted to recapture the stent for repositioning. However, the stent was unable to be recaptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was received with the stent partially deployed by 17mm and it was also positioned distally over tip. The clear outer sheath was kinked and accordioned along its length. The light blue outer sheath was accordioned 97mm distal to the t-bar connector. This type of damage is consistent with excessive force being applied to the delivery system possibly during attempts to deploy or reconstrain the stent. The stent, inner and recontrainment band were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the stent was partially deployed and unable to be recaptured. The physician advanced a 10mmx80mm wallflex biliary transhepatic stent delivery system to the target lesion in the biliary. After incomplete deployment, the physician attempted to recapture the stent for repositioning. However, the stent was unable to be recaptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.